Manufacturer narrative:
H.6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the pulsing sensation at the battery location was not a stimulation sensation. The cause of the pulsing was determined to be post op healing. The steps taken were the device was checked at post op appointment and the issue was confirmed resolved. When asked to clarify ¿feeling pulsing where the battery was, so they saw the doctor yesterday, and they moved it down to the vagina¿ the hcp said patient incision assessed and is healing well. Patient interstim setting adjusted and increased and patient felt vaginal sensation. The steps taken to resolve the urinary incontinence were patient symptom better controlled after stimulation adjustment. Device removal is not planned. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient was not urinating as regularly, but when they stood up, they were urinating before they could get to the bathroom. They were feeling pulsing where the battery was, so they saw the doctor yesterday, and they moved it down to the vagina. They did very well not wetting themselves, but wanted to turn it down because they felt a very slight tapping still. They were not able to because they lost the charging cables for the external devices. It was reviewed what type of charging cables the patient would need to purchase, and recommended they let their managing physician know if they continued to have therapy concerns.